Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer experienced sensor glucose vs. Blood glucose. Blood glucose value was 160 mg/dl while sensor glucose value was 40 mg/dl. The customer reported no adverse event. The event involved product(s) mmt-7020a. The sensor was worn for unknown number of days. User got a change sensor, and it said it wasn't working, and it only worked five days. Then had issues with the pump connecting to the sensor and was given education about site location and had constant issues with it finding the sensor and followed all instructions so removed that sensor, got everything to work and then I got the sg vs bg so tried to calibrate then got change sensor. Was advised by educator to get a new transmitter. Was using it a couple weeks and today it gave another issue. No product return is expected for mmt-7020a.